Manufacturer narrative:
A review of the architect (B)(4) service history was performed, and the review identified no additional erratic results pre or post the current complaint and found no concrete identifiable contributing factors on or around the date of the complaint issue. Labeling was reviewed and found to be adequate. A review of the architect product monitoring found no similar issues as described in this complaint. The complaint trending report review determined that there was no adverse trend for the complaint issue for the product. No product deficiency was identified.

Manufacturer narrative:
Complete information for section a patient information, patient identifier is (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer generated false reactive architect anti-hbc ii results (sid (B)(6) of 1.26, 1.37, 1.84 s/co) when processing on the architect i2000sr analyzer. The same specimen tested anti-hbc ii negative using a different architect analyzer. A second specimen from the same patient again generated reactive architect anti-hbc ii results (sid (B)(6) of 1.54 s/co) but negative using a different architect analyzer. No impact to patient management was reported. No patient ethnicity or race was provided.